Manufacturer narrative:
The illico pre-contoured rod is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
About the three months after the surgery, the reoperation [sic] was performed because confirmed [sic] that the disk space of the patient had been pressed. Doctor retrieved out [sic] all implanted screws and rods from the patient. Then he found out that the rod which had been implanted on the right side was broken. At the current moment, no health injury of the patient was confirmed by this incident.

Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The implant was found to be properly manufactured and released in accordance with design specifications. Examination of the post-op x-rays shows that both rods were extending beyond the pedicle screws on both the cranial and caudal sides, indicating full rod contact was achieved with the construct. In the x-rays taken prior to revision surgery, there is no indication that the rod is broken; the construct appears intact and the rod appears to be correctly positioned. The angles of the pedicle screws on the right side (the side of the rod failure) do appear altered, however, with the pedicle screws having changed angulation notably due to the collapse of the disc on that side. The interbody devices have also pivoted. This indicates that the construct was under a significant amount of load which appears to be enough to change the angulation of the pedicle screws. Therefore this seems to indicate that the collapse of the disk occurred first, which then led to stresses in the construct causing the rod to fail.